Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to force sensor resistor with moisture damage also, with intermittent buttons due to corroded keypad traces. No button error alarms noted. Several displayable history crc check failed on startup alarms found at the alarm history file due to a corrupted history file. Unable to perform displacement accuracy test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump had cracked case at display window corners, cracked display window, cracked reservoir tube, reservoir tube lip, cracked belt clip slot, stained end cap sticker, minor scratched display window and minor scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl. The customer stated that they called the paramedics for the low blood glucose. The customer's blood glucose was 60 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with candy and juice. The customer stated that the paramedics gave IV. The customer stated that they were off the insulin pump for less than 48 hours at the time of event. The customer also reported that they received button error alarms. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.